Manufacturer narrative:
The referenced of the patient's prolonged bacteremia and driveline infection that lead to a pump exchange was reported under MFR # 2916596-2020-00059. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a prolonged bacteremia and driveline infection that lead to a subarachnoid hemorrhage (sah) and bleeding. The sah was left parietal and status post craniotomy in (B)(6) 2019. On (B)(6) 2019, the patient was successfully converted to a heartmate 3 due to prolonged bacteremia and driveline infection. Additional information was requested but not provided.